Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on december 20, 2016 regarding a (B)(6) male patient who experienced flushing, shortness of breath, nausea and anxiety within the first two minutes of commencing his first treatment on (B)(6) 2016. The patient received oxygen and was transported to the emergency room for evaluation. No additional treatment was required.